Manufacturer narrative:
Only the customer's first name was provided.

Event description:
The evening of (B)(6) 2016 the customer ran a blood test on her contour, felt tired and went to bed. The result was not provided. The following morning she was in a coma. Her blood result on her meter was either 21 or 31mg/dl. It was not clear who took the test or how she got to the hospital. She was given water and IV solution but could not provide further details. Product was not expected to be returned or replaced.